Event description:
It was reported that on the same day as the implant of a transcatheter aortic valve, the patient suffered a cerebral infarction. Additional information was received that the stroke was confirmed with magnetic resonance imaging (MRI). Paralysis of the patient's right hand developed two days later as a result of the stroke but appeared to recover quickly. Per the physician, it was unknown whether the stroke was related to the valve or delivery catheter system (dcs). No treatment was reported. Plaque in the descending aorta and calcification of the aortic arch were contributing factors to the stroke.

Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name: evolutfx delivery catheter system (dcs), product ID: d-evolutfx-34, lot: unknown, use by date: unknown, UDI: unknown. Updated: b5, d4, h4, h6, h11. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-34}; product lot/serial number {unknown}; product type: {0195-heartvalves}. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that on the same day as the implant of a transcatheter aortic valve, the patient suffered a cerebral infarction.